Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with 812:02 error; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. The facility representative stated that it is unknown if there was a patient involved, reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with 812:02 error was confirmed and reproduced. The cause of the reported condition was determined to be a faulty pump head module (phm). The phm was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.